Event description:
User facility reported that the tubing broke off at the luer during a procedure. The procedure was delayed while a new tubing was obtained. There was no reported incident related medical sequelae.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.